Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had discovered a mismatch between the foley catheter lot number on the device and the lot number on the packaging. The FDA and the company had been alerted. But manufacturer was avoiding any sort of action and had told they would get back to them the week of january6th. The majority of the stock was affected by this and did not have clear direction as to next steps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had discovered a mismatch between the foley catheter lot number on the device and the lot number on the packaging. The FDA and the company had been alerted. But manufacture was avoiding any short of action and had told they would get back to them the week of january6th. The majority of the stock was affected by this and did not have clear direction as to next steps.